Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that during a survey it was reported that the emitter cannot see/sense instruments. There was no patient present.